Event description:
It was reported that the patient experienced hyperglycemia, with blood glucose levels reaching 544 mg/dl, while wearing the pod for between 4 and 24 hours. Due to the elevated blood glucose levels, the patient sought emergency medical evaluation on march 26, remained in the emergency department for approximately six hours, and was discharged on march 27. Prior to arrival at the emergency department, the patient removed the pod from their arm, administered insulin via manual injection, and applied a new pod, after which blood glucose levels began to decline. In the emergency department, bloodwork was performed, confirming hyperglycemia without diagnosis of diabetic ketoacidosis (dka). It was reported that the cannula was found to be kinked, and a small bump was noted at the infusion site. The patient suspected scar tissue may have contributed to ineffective insulin delivery.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported bent cannula or to determine its root cause. Lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: lockdown, omnipod software app version: 3.1.6, operating system: n5004l-am-q-mv01602-06-01.06, hardware: n5004l, cgm sensor type: g7. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.